Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead exhibited noise. The noise was oversensed in resulted in pacing inhibition of greater than 2 seconds. The noise was observed in both unipolar and bipolar. In addition, high out of range pace impedances of greater than 3000 ohms were seen in bipolar. An x-ray was performed which confirmed the lead was fractured. A revision procedure was performed and the lead was explanted and replaced successfully. No additional adverse patient effects were reported.